Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 the complaint of device not powering on was not confirmed . There was physical damage to device on the lcd along with float switch was stained red, pump was noisy, lcd on pcb was damaged, enclosure was cracked at drain fitting causing leak, both covers were cracked and line cord was worn .lcd was found to be cause of event. Action was taken to replace the enclosure. Other maintenance included: replaced float switch, pump, pcb, both covers and line cord. Pm and calibration completed for the device.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 complaint of physical damage and will not power on was reported. No patient adverse events reported.